Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 422mg/dl.  The customer treated with a syringe of insulin.  Customer indicated that their doctor has not been contacted and their blood glucose value was 336mg/dl at the time of the call. Troubleshooting was performed and found that there were no leaks, air bubbles, site or insulin issues. Customer's phone call was dropped at this point. The product was not returned for analysis.

Manufacturer narrative:
The case (B)(4) was reported in error.